Event description:
It was additionally reported that the device reached elective replacement indicator (eri). The device was explanted and was replaced.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Sigma pace document was inadvertently missed during preliminary testing. Device has gone through functional testing making retrieval of device received state not possible.

Event description:
It was reported that the device measured 2.92v at the previous follow-up, but now it measured 2.69v. The fast depletion rate was questioned. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.